Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimmerbiomet complaint number cmp- the following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. Two heal collar were returned for investigation. Visual evaluation of the as returned products identified some signs of use with malfunction identified. Functional testing to recreate the reported event could be performed by using in-house compatible implant and the healing collars did not threaded as its intended. Patient pre-existing condition was unknown. Devices were located on tooth sites 35 and 36 and the event occurred during the procedure. Review of appropriate documentation: documents reviewed: instructions for use ¿ zimmer dental healing collars, healing screws, surgical cover screws, temporary gingival cuffs, and temporary abutments for use with zimmer dental implant systems, ifu9658 rev 2-10/19. Information identified: indications and warnings (pages 1 & 2). DHR review: DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (hc345) dating back to 12 months from now. The complaint history review revealed that there are no existing non- nonformances /CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: does not seat). Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not seat) or product (hc345). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that the healing abutments do not fit into the implants, possible threading problem. The procedure has been completed with other 2 healing abutments, tooth#35/36.